Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, during treatment of a post-partum hemorrhage following a vaginal delivery, a bakri tamponade balloon catheter leaked from the balloon tip. After insertion, the balloon was injected with 140ml of water but would not inflate. Two physicians confirmed that the balloon was leaking. The user stopped using the device and replaced it with a new one to complete the procedure. It is unknown how much blood was lost after the placement of the device, but the patient did not need a blood transfusion. No adverse effects were reported due to the alleged malfunction. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One bakri tamponade balloon catheter was returned for investigation. The device was returned with fluid inside the balloon. No obvious damage was noted to the balloon. A function test determined the balloon was able to be inflated. The filled balloon was gently squeezed, and no leaks were noted. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use provided with the device state, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on available evidence, cook has concluded that a definitive cause could not be established. Evaluation of the returned device could not re-create the failure mode. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during treatment of a post-partum hemorrhage following a vaginal delivery, a bakri tamponade balloon catheter leaked from the balloon tip. After insertion, the balloon was injected with 140ml of water but would not inflate. Two physicians confirmed that the balloon was leaking. The user stopped using the device and replaced it with a new one to complete the procedure. It is unknown how much blood was lost after the placement of the device, but the patient did not need a blood transfusion. No adverse effects were reported due to the alleged malfunction.